Manufacturer narrative:
Submit date: 11/2/16. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle/syringe combo. The customer states administering a b12 injection to a patient, right arm, in clinic when there was a supply malfunction and the syringe and needle separated causing b12 to go all over nurse and patient's right arm. Patient was cleaned up and asked to wait while they discussed with the physician if they should administer another b12 since its unknown how much medication was administered before the malfunction.